Manufacturer narrative:
The lead remains implanted an no other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended. Additionally, there was a check shocking lead message identified. A revision procedure was performed and the associated device was removed from service and replaced. No lead damage was visible on this shocking lead and measurements were normal. The lead remains in service. No additional adverse patient effects were reported. The patient has a left ventricular assisted device (lvad) and the caller was inquiring if the message could be related to the patient having that. A boston scientific technical services consultant informed the caller that the device would not usually cause this to occur unless the lead was impacted at the time of the lvad implant. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
A revision procedure was subsequently performed due to increased impedance measurements and decreased sensing measurements. The lead was confirmed to be fractured and was removed from service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.